Manufacturer narrative:
(B)(4). The device is currently being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The event description incorrectly listed the loose harness as being replaced, this has been changed to the correct statement of "a loose harness requiring re-insertion in to the rear housing." The device serviced on-site by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a loose main speaker harness. To correct the condition, the main speaker harness was re-inserted in the rear housing. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a loose main speaker harness in the rear housing. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.